Event description:
It was reported that the patient experienced their scs lead migrating. Imaging confirmed the migration. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein the lead was explanted and replaced, resolving the issue.